Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested 01/24/20101, 02/08/2011 and 02/11/2011 by phone, fax and mail. Additional information was received 01/24/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported induced astigmatism on five to six patients following intraocular lens (iol) implant surgeries. Additional information has been requested.